Manufacturer narrative:
The check of the manufacturing charts of the lot # involved 201310198) did not show any anomaly on the raw material and the dimensions of the instrument. A total of 20 pcs were manufactured with the lot # 201310198, and this is the only complaint received on this lot #. We received and analyzed the broken instrument. The breakage occurred approximately 2mm above the base of the threaded section, which is to be inserted into the glenosphere cavity. According to the information received, the breakage of the thread occurred while turning the t-handle during glenosphere removal, and the impactor/extractor was completely tightened into glenosphere before breaking. The above indicates that the likely cause of breakage is a torsional load which may have been combined with unexpected multi-axial forces applied to the instrument. The hardness of the impactor/extractor measured soon after the manufacturing phases (in 2013) was 42hrc; the hardness was measured again on the broken instrument returned, this time giving a value of 44hrc. Both these values comply with those recommended by the astm a564 (minimum allowed 40hrc) for the aisi 630 h900 heat treated, which is the material of the instrument. This is a further confirmation of the compliance of the instrument to specifications. No remedial actions for this specific case. The analysis of previous similar complaints showed that improper use of the instrument is a contributory cause of the breakage. To reduce the risk of recurrence of such events, limacorporate issued a field safety notice (fsn) to the market last dec 2015. We informed you of this field action in the us market by email on 12/11/2015. We have been reported that the surgeon involved in this event was verbally advised of our fsn only after this incident. We are aware of a total of 6 intra-op breakages related to the product code 9013.74.140, on about (B)(4) instruments manufactured with this product code (breakage rate of the product code: (B)(4)). The 6 breakages involved 6 different lot # of instrument. Limacorporate will keep monitored the market and will verify the effectiveness of the fsn issued last dec 2015.

Event description:
Intra-op issue occurred on (B)(6) 2016. Threaded section of the instrument broke during glenosphere extraction. Broken fragment wedged into glenosphere cavity was removed from patient intra-op and new glenosphere implanted. Surgery concluded according to original plan. Surgical time extended by 20-30 minutes due to intra-op breakage of instrument. Event occurred in ireland.